Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip was damaged at 65,827 joules of use. The case was completed using a second surgical fiber. Patient outcome: "fine" gland volume: 86ml. Time extended: 16.29 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remained intact and attached and exhibited a drilled through condition; the glass cap exhibited mild detritus; the bevel section melted and exhibited burnt glue; the shrink tube and fiber jacket exhibited signs of damage or melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.